Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required), fatigue ("got tired") and pain ("sore pretty fast"). At the time of the report, the hysterectomy, fatigue and pain outcome was unknown. The reporter considered fatigue, hysterectomy and pain to be related to essure. The reporter commented: (B)(4) case is linked cross referenced with plaintiff case number : (B)(4) concerning the injuries reported in this case, the following one/ones were reported via social media:fatigue and sore pretty fast most recent follow-up information incorporated above includes: on 26-jan-2018: events: got tired and sore pretty fast, product indication and reporters added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required), fatigue ("got tired") and pain ("sore pretty fast"). Essure was removed. At the time of the report, the hysterectomy outcome was unknown and the fatigue and pain had resolved. The reporter considered fatigue, hysterectomy and pain to be related to essure. The reporter commented: (B)(4) case is linked. Cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following one/ones were reported via social media: fatigue and sore pretty fast. Most recent follow-up information incorporated above includes: on 23-mar-2018: event outcome of tiredness and pain nos updated to recovered. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). At the time of the report, the hysterectomy outcome was unknown. The reporter considered hysterectomy to be related to essure. The reporter commented: (B)(4) case is linked. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.